Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime fill process. Customer reported that the drive support cap is loose and is sticking out of the insulin pump. Customer stated that insulin is squirting out of the insulin pump. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading at the time of the incident was not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and broken belt clip slot. Compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. The insulin pump passed idle current test, run current test, displacement test and rewind. Unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm.